Event description:
It was reported the patient's device was at end of life (eol) from normal battery depletion. It was noted that there were "impedances on some contacts." The patient had the system explanted and replaced. It was further reported that there was no injury to the patient and the patient recovered without sequela.

Manufacturer narrative:
Product ID 748940, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2012, product type extension; product ID 748940, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2012, product type extension; product ID 389033, lot# j0454758v, product type lead; product ID 389033, lot# j0454758v, product type lead. (B)(4).